Event description:
It was reported that cartridge was not fully snapped into pump and that issue occurred during a past use. There was no reported impact to the customer¿s blood glucose level. Customer switched cartridges, successfully loaded new cartridge onto pump, and resumed insulin delivery, and no further action was documented.